Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2014 with the following findings: the keypad cover was worn and thinned. All of the buttons on the keypad had an intermittent response and required multiple button presses to become engaged. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (b)6) 2014, the reporter contacted animas, alleging that the keypad cover was thinning, and that subsequently the up arrow and down arrow buttons became intermittently responsive and the ok button became hyper-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.